Event description:
The customer reported, the system cannot take images due to a problem with the monitors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.